Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient's battery lasted only 15 months, with impedances checked and within normal range, set at 3+, 2- 90pw, 180 rate, 6.3 volts. There were no environmental issues that led to the problem. An explant took place on (B)(6) 2016 as a result. The patient's indication for implant is essential tremor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins 37603 activa scx neurostimulator s/n (B)(4) showed normal battery depletion. The ins was received with the battery status at eos. Three longevity estimates were done based on the parameters recorded in the session history of the ins during the active life of the ins. The ins was received with the amplitude of 6.3 volts and a pulse width of 90us, but 6.5 volts and 120us were used for calculations because these were the last recorded values in the session history before the ins reached eos. The actual system impedance is unknown, so three estimates were calculated with impedances of 1000, 820, and 500 ohms. With an impedance of 1000 ohms the longevity estimate is 9.13 months to eri and 12.13 months to eos. With an impedance of 820 ohms the longevity estimate is 7.7 months to eri and 10.7 months to eos. With an impedance of 500 ohms the longevity estimate is 4.35 months to eri and 7.35 months to eos. According to the trace report, eri occurred at 9.0 months ((B)(6) 2015 to (B)(6) 2016) and eos occurred at 10.17 months ((B)(6) 2015 to (B)(6) 2016). It is reasonable to determine that the battery experienced normal depletion with a system impedance around 820 ohms. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.